Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient was experiencing a skin irritation under the lifevest. The area was described as itchy and red from scratching. The patient reported removing the lifevest. The patient's dermatologist prescribed an unknown cream to treat the irritation. During a follow-up, the patient indicated that the irritation had improved.